Event description:
It was reported that this artificial urinary sphincter (aus) stopped working as intended. The physician suspected this was due to general wear on the device. The aus was explanted, and there were no patient complications reported.